Event description:
The suture needle broke during procedure. The piece was retrieved and an x-ray obtained to confirm no foreign body retained. No harm to patient. Of note - there were 9 types of sutures used in this procedure. There was no harm to the patient.